Event description:
During the onyx injection, it was reported that the catheter ruptured. No injury was reported with the patient as a result of the procedure. Same event as MDR # 2029214-2013-00673.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was consumed in the event. (B)(4).